Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms. (The total number of inflations is unknown.) No other info or details are available. No patient injury or complications were reported.